Event description:
A us distributor returned a monitor and reported the monitor does not recognize te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) was isolated to a defective inverting charge pump on the ca board. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The root cause for the defective component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the inverting charge pump. There was no adverse event that resulted from the damaged monitor.